Manufacturer narrative:
4/14/1998: g9-manufacturer report number has been corrected here and in header. Manufacturer address is listed below.

Event description:
Pt with known sensitivity to morphine experienced respiratory arrest after the sufenta in his pump was replaced with morphine by new physician. Pt was treated with narcan and stabilized. Pump was explanted.